Event description:
Received info stating pt experienced low bg's (22bg). It is unk which cartridge lot number was being used at the time of event.

Manufacturer narrative:
As per customer he is using insulin u-500 which he is aware insulin is not validated for use with t:slim.